Manufacturer narrative:
A visual examination of the returned device found that the device was cut and the washer tail was bent out of the clevis. No functional testing could be performed due to the condition it was received. Measurements were taken of the wire curves and z bends which found them to be within manufacturing specifications. Due to condition of the returned incident device no functional testing could be performed, therefore the reported condition of the jaws not closing could not be confirmed. However visual examination found that the washer tail was bent out of the clevis, which could cause difficulty in retracting the device through the scope. The most probable root cause is operational context due to an excessive force applied to the device resulting from anatomical or procedural factors in which the device performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonic biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws would not close for the forceps to be removed from the scope. The forceps and scope were removed in tandem and the end of the forceps was cut and the device was removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonic biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws would not close for the forceps to be removed from the scope. The forceps and scope were removed in tandem and the end of the forceps was cut and the device was removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)